Event description:
Suspected false negatives flu a, flu b and sars results, only negative results received, unknown if confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with flu a positive standard, 3x retained devices with flu b positive standard and 3x retained devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.